Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative replaced the fuse and green power led on the mobile view station (mvs). The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the site had been able to use the system earlier on (B)(6) 2018, however when they plugged in and attempted to power on later there were no lights on the line power, nor was the system turning on. They tried multiple outlets.